Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for sodium (na) and potassium (k) for three samples on the cobas 6000 c (501) module. The customer provided data for two of the three samples. It is unknown whether the samples were from one patient or multiple; whether the repeat results are from the original sample or a new sample; and whether the results were reported outside of the laboratory. On (B)(6) 2017, the first sample had an initial sodium result of 168 mmol/l with repeat results of 137 mmol/l and 137 mmol/l. The initial potassium result was 5.19 mmol/l with a repeat result of 4.20 mmol/l. On (B)(6) 2017, the customer performed maintenance and changed the electrodes. On (B)(6) 2017, the second sample had an initial sodium result of 158 mmol/l with a repeat result of 149 mmol/l. There was no allegation of an adverse event.  The customer changed the reference electrode, pinch tube, and sample probe. No contamination was seen on or in the sample probe. The electrode lot numbers and expiration dates were requested but not provided. Calibration and qc were acceptable. The customer performed a precision check which was acceptable. The field service representative changed the pinch tubes, all electrodes, the sipper needle, the o-rings in the electrode housing, and a valve. He ran hot water through the potassium chloride (kcl) tube, and replaced the kcl solution, diluent, and the internal reference standard. He cleaned and lubricated two additional valves. He then performed calibration and a precision check which were acceptable. A specific root cause could not be identified for this event. Additional information was requested for investigation but was not provided. Based on the information provided, the most likely root cause is a pre-analytical handling issue. There were some incidences of "abnormal probe sucking" and "abnormal sample aspiration" alarm messages in the alarm trace information. In addition, the pattern of results indicated a pre-analytical issue, since both sodium and potassium values were elevated. Another possible root cause could be related to air in the sample channel, leakage current coming from the waste, and an aged and/or expired reference electrode. These issues could lead to sodium and potassium results being higher or lower upon repeating the sample, while chloride results are observed inversely lower or higher.